Manufacturer narrative:
Correction: section b5- the correct describe event or problem should have been: ¿it was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited farfield oversensing resulting in inappropriate mode switch. Programming changes was suggested, no change or intervention was reported. There were no patient consequences.¿ rather than ¿it was reported that the patient¿s right atrial (ra) lead exhibited farfield oversensing resulting in inappropriate mode switch. Programming changes was suggested, no change or intervention was reported. There were no patient consequences.¿

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited farfield oversensing resulting in inappropriate mode switch. Programming changes was suggested, no change or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited farfield oversensing resulting in inappropriate mode switch. Programming changes was suggested, no change or intervention was reported. There were no patient consequences.